Event description:
It was reported the patient presented in clinic for follow-up. Upon interrogation it was discovered the right ventricular lead exhibited high pacing impedance due to a suspected fracture. The right ventricular lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing impedance was confirmed while the event of fracture was not confirmed. A partial lead was returned in two pieces for analysis. Visual inspection of the lead found calcification covering the ring electrode which likely caused the rise in pacing impedance.